Event description:
A health care professional reported that during an intraocular lens implant procedure, the shards of plastic was found in the eye which most likely comes from the cartridge. They have seen it with the company cartridge. It has become such a recurring issue. The doctor describes it as an adherent film that was on the optic most likely from the cartridge. It tends to be the lens has pressure points or creases. He knows its not a crease because often times he can peel it off with aspiration. He has noticed this with multiple techs and back to back cases so he knows its not isolated to a particular injector. Additional information has been requested.

Manufacturer narrative:
The used company cartridge was returned for evaluation. Viscoelastic was observed in the cartridge. Inner scrape observed left side of tip. The cartridge has evidence of placement into a handpiece. The cartridge was cleaned for further evaluation. The cartridge met specification for the presence of topcoat; disruption observed interior left side. Associated products were not provided it is unknown if qualified products were used. The root cause for the reported issue could not be determined. Based on the review of the returned used company cartridge, the reported foreign material may have been internal coating material from the damaged company cartridge tip. Per the IFU (instruction for use): the company intra ocular lens delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. There are 4 other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).